Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (battery compartment damage with moisture ingress) issue. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: there were no pump reboot events observed in the black box to support a power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the battery compartment threads. The battery cap was undamaged. The returned battery cap was used for a 24 hour test without any reboots. Moisture was observed behind the display and in the battery compartment. A leak test failed due to a battery compartment crack. Moisture was found on the display and printed circuit board.